Event description:
It was reported that there was high impedance and fluctuating impedance. Follow-up received from the cardiology nurse indicates that there was likely a lead fracture and that the "minor lead fracture" was likely the cause of the "twitching in the device pocket." The lead was changed out. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.